Event description:
It was reported that the tip of the driver is broken off and was noticed after sterile processing. No patient was involved.

Manufacturer narrative:
The device has not returned for evaluation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided a root cause cannot be determined. Multiple attempts have been made to obtain the device. If additional information and/or the device are provided, a supplemental report will be filed accordingly.